Manufacturer narrative:
Although the sample in question was requested for further investigation, it was not provided. Through the course of the investigation, which included review of qc kit release data and internal non-conformances, no product issue was identified. Based on the totality of the information provided the questioned result could be due to primer -probe mismatches due to a mutation within the amplified region of the genome or a donation with a hiv titer below the limit of detection (lod) of the assay. (B)(4).

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The expiration date for cobas taqscreen mpx test, v2.0 lot e18108 is 30-apr-2020. (B)(6). The UDI for the cobas taqscreen mpx test, v2.0, us-ivd is (B)(4). The corresponding us kit material number is 05969484190. (B)(4).

Event description:
A customer in (B)(6) reported the generation of false non reactive cobas taqscreen mpx test, v2.0 results for one donor, when compared to positive serology results. The donation was not released.